Event description:
In 1999, pt rec'd a dura-guard dural repair patch to cover a glaucoma drainage tube inserted during the surgery to treat glaucoma (off-label use). On 01/03/2000, patient presented with retraction of the conjunctiva and failure to adhere to ten dura-guard patch. On 03/29/2000, the pt was noted to have leakage from a filtration bleb on 03/29/2000.